Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 9, 2017, it was reported that that the staff had difficulty with mesher ratchet. On inspection it was found that the shaft was floating at the handle end. On june 15, 2017, it was clarified that the issue occurred on (B)(6) 2017 during surgery. There were no adverse events associated with the failure. There was a delay between 1-15 minutes. There was no harm or injury with the operator. Another device was not used to complete the surgery. The problem did impact or damage the harvested graft, but the graft was able to be used. No additional grafts had to be harvested. On july 4, 2017 it was further clarified that the reported event did occur upon opening the device and before use. The device did not occur during the first-ever use. The surgeon had to use 11 scalpel blades to mesh the graft. The blade was properly placed and the dermacarrier was at room temperature when used. The device has not been repaired by someone other than zimmer biomet. The surgical technique for the product was used. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on june 9, 2017 revealed synthetic on the side wall plate was missing. The comb was bent and the cutter was not able to roll smoothly. The handle was worn and there was a new handle that was needed. The pretests could not be performed due to the damaged comb. The shoulder bolts, washers, and nuts needed to be replaced. The bottom roller, and end gear was worn and needed replaced. The side surface of the side plates and the carrier guide were both worn and needed replaced. The skin graft mesher was not repaired per the customer request. The device is to be decommissioned and not returned to the customer. It was inspected and tested. The reported event ¿the staff had difficulty with mesher ratchet. On inspection it was found that the shaft was floating at the handle end¿ was confirmed since during initial inspection the comb was bent and the cutter was not able to roll smoothly. The handle was also worn and needed to be replaced. The reported event was confirmed since during initial inspection the comb was bent and the cutter was not able to roll smoothly. The handle was also worn and needed to be replaced. The root cause of the difficulty with the mesher ratchet cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was tested and the device was decommissioned and not returned.

Event description:
It was reported that the staff had difficulty with the mesher ratchet. On inspection it was found that the shaft was floating at the handle end. The surgery was increased by 15 minutes. Initial inspection revealed that the comb was bent. No adverse events have been reported as a result of this malfunction.